Event description:
It was reported that the patient experienced transient complete heart block (chb). Implant summary: a 23mm lotus edge valve was implanted and complete heart block (chb) was noted. Post implant summary: the patient was observed for 48hours. The chb was noted to be resolved and the patient was discharged home in good condition. It was further reported that the patient had a temporary pacing from the time the patient left the cath lab until the next day when it was turned off.

Event description:
It was reported that the patient experienced transient complete heart block (chb). A 23mm lotus edge valve was implanted and complete heart block (chb) was noted. The patient was observed for 48hours. The chb was noted to be resolved and the patient was discharged home in good condition.